Event description:
The customer reported that the device would not power up. There was no patient involvement.

Manufacturer narrative:
(B)(4). The customer reported that the device would not power up. The customer determined that the cause of the failure was the ac power module. The customer replaced the power module to resolve the issue and returned the device to service.